Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported during treatment a blood leak occurred. The leak was visually observed coming from the header seal of the dialyzer. The machine did not alarm. Test strips were not used to confirm the leak. Estimated blood loss was less than 100cc. The patient had no adverse effects and no medical intervention was required. The patient did complete treatment.